Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave over-sensing was noted on the implantable cardioverter defibrillator. Programming changes were not made at this time since there was only one episode. The patient and device will be monitored. There were no consequences and the patient was stable.